Event description:
Device was kinked out of package. Package was opened by the circulator and handed off to physician. He then pulled out the guider, and looped it once, and then grabbed the distal end to feed it over the guide wire. The physician then noticed a kink on the distal tip. He put the guide catheter aside and proceeded with another catheter of the same type.